Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The target lesion was located in the circumflex artery. A 2.75x32mm taxus stent was initially implanted. The physician then attempted to deliver the taxus express2 2.5x16mm drug eluting stent, but was unable to deliver the stent. The stent delivery system was removed from the patient and the edges of the stent were found to be frayed. No patient complications occurred. Patient status is satisfactory. It was further noted that the physician did not feel there was a problem with the device. The stent was unable to be delivered and the flared stent struts occurred as they could not get stent to pass through a previously deployed stent.